Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During pedal access, the tip of the wire broke off in the calcification outside of the lumen of the vein. The physician left the tip of the wire in the patient just above the foot, but not in the vein. The procedure to save the foot from amputation was unsuccessful due to severe calcification. According to the initial reporter, the breaking of the wire did not contribute to an adverse outcome for the patient. The physician stated that the problem with the wire guide was caused by patient calcification. The wire was noted to have kinked. The patient's foot was scheduled for amputation.

Manufacturer narrative:
(B)(4). **** event evaluation **** a review of the complaint history, quality control, drawings, specifications, along with a visual examination of the returned product was conducted during the investigation. The complaint product was returned for investigation in a damaged and used condition. This device is purchased from an approved vendor. Quality control personnel verifies the length and correct spiral guide holder. Information was provided that the physician stated that "the problem with the wire guide was caused by patient calcification." There is no evidence to suggest all items in the lot or similar devices do not meet specification. Based upon the condition of the patient and statements made by the physician the root cause of wire guide separation is due to patient anatomy. We will continue to monitor for similar complaints and have notified the appropriate internal personnel of this event.

Event description:
During pedal access, the tip of the wire broke off in the calcification outside of the lumen of the vein. The physician left the tip of the wire in the patient just above the foot, but not in the vein. The procedure to save the foot from amputation was unsuccessful due to severe calcification. According to the initial reporter, the breaking of the wire did not contribute to an adverse outcome for the patient. The physician stated that the problem with the wire guide was caused by patient calcification. The wire was noted to have kinked. The patient's foot was scheduled for amputation.